Event description:
Surgeon reports a patient experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery in the left eye. The lens was explanted and replaced. Follow-up information was received from the surgeon who reports the patient outcome as "excellent."

Manufacturer narrative:
The product was returned for analysis and showed signs of handling. One haptic was broken/torn just past the gusset area and torn/split on the anterior surface. The remaining haptic was bent in the gusset and distal area; the outer gusset area is nicked/chipped. The anterior optic surface is scratched, cracked, and torn. The optic edge is nicked/chipped. The lens power was confirmed to be correct as labeled. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 2007. Additional information was requested and received.